Manufacturer narrative:
E1- initial reporter facility name: (B)(6) hospital. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified traces of blood inside the balloon. This blood is indicative of a leak having occurred in the device. No issues identified with the hypotube shaft and no kinks or damages on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole in the balloon material. The pinhole was located at 1mm proximal from the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Leakage testing was performed using an encore inflation unit an attempt was made to inflate the balloon when a pinhole leak was confirmed at 1mm proximal from the proximal markerband. Device analysis confirmed that a pinhole leak did exist in the balloon material. The leak was located at 1mm proximal from the proximal markerband. No issues were noted with the actual device which could potentially have contributed to the pinhole leak.

Event description:
It was reported that a balloon rupture occurred. The target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and moderately calcified mid right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured below nominal pressure within a few seconds later. The device was removed as usual without any problem. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The target lesion was an area of in-stent restenosis (isr) located in the moderately tortuous and moderately calcified mid right coronary artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured below nominal pressure within a few seconds later. The device was removed as usual without any problem. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 -initial reporter facility name: (B)(6) hospital.